Manufacturer narrative:
Investigation summary: nine sample units belonging to lot number 1802105 were received for evaluation by our quality engineer. A device history record review did not reveal any quality issues during the production of lot number 1802105 that could have contributed to the reported incident. Investigation conclusion: visual inspection of the samples did not reveal any defects. The samples were attached to vials and functionally tested, no signs of leakage were observed and the protectors properly fit the vials. There is no evidence of failure during manufacturing process. Root cause description: based on the investigation results, a cause for the reported incident could not be determined. Rationale: complaints received for this device and defect will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that the bd phaseal¿ protector (p14) leaked before use.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ protector (p14) leaked before use.